Manufacturer narrative:
Omit: b21, type of investigation not yet determined, c21, results pending completion of investigation, d16, conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a free-flow event sulfate was not confirmed through a review of the device logs and was not replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. The sear was also found to properly close the administration set safety clamp when the door was opened. The primary administration set was not returned by the facility; however, the secondary administration set was received and tested, and it was found the set had no anomalies or malfunctions. An external and internal inspection of the suspect pump module s/n (B)(6) showed no obvious issues or anomalies were observed with the returned device related to the reported complaint. All components inspected were manufactured by bd. The pcu event, error, and battery logs were retrieved from the suspect device using alaris system maintenance (asm) software version 12.5 to evaluate programming and event details related to the incident. Analysis of the error logs revealed no errors or malfunctions on the device during the event. The concomitant pcu event log showed that on (B)(6) 2025 at 12:56 pm was the last infusion recorded on the reported date that matched the reported rate, it was observed that it was programmed via a remote IV message with the following parameters: rate=50 ml/h; volume to be infused (vtbi)=100 ml; duration in seconds=7200; drugid=373. Primary volume infused (pvi) and secondary volume infused (svi) were recorded as 15.041 ml and 0 ml at the start of the infusion. The infusion was stopped at 12:58 pm by the user channeling off the unit. At 1:00 pm the unit was removed from the concomitant pcu. Pvi at the end of the moment of shutdown was registered as 16.598 ml. Total volume infused was calculated by dchu as pvi end of infusion, pvi start of infusion=16.598 ml, 15.041 ml=1.557 ml. It is unknown as to why the infusion that was programmed to last for 2 hours was cancelled after only 2 minutes of infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Per product labeling, alaris system user manual (v12.1), the bd alaris system requires careful setup for accurate secondary mode infusions. To ensure proper flow, the secondary fluid container must be positioned at least 9.5 inches higher than the primary container, with the top of the secondary bag always above the y-site to prevent air from entering the line. Smaller secondary bags (50¿100 ml) typically need only one hanger, while larger or faster infusions may require additional adjustments. A simple test is recommended to confirm that the primary line does not flow during secondary infusion, this involves observing the primary drip chamber while adjusting the secondary container¿s height. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device presenting a free-flow event could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of chemotherapy on (B)(6) 2025. The pump was programmed to infuse at 50ml and hour and 50ml an hour was shown on the pump, however clinician noted "free dripping". There was patient involvement but no harm.

Event description:
It was reported there was an over infusion of chemotherapy on (B)(6) 2025. The pump was programmed to infuse at 50ml and hour and 50ml an hour was shown on the pump, however clinician noted "free dripping". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.